Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The cassette that was returned was empty; no strips were returned.

Event description:
Customer reportedly received results of 409 mg/dl and 116 mg/dl within 10 minutes on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.